Event description:
The customer contact reported particulate. The tubing set was to be used to deliver a unspecified medication. It was reported prior to priming the tubing set, particulate was noted on the blood filter of the tubing set. It was reported that the particulate was described as a fiber like substance. There were no reported adverse pt effects and no reported delay of therapy to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. Additional device info: the catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common 510k of k101677. This report represents all the info known by the rptr upon query by hospira personnel.